Event description:
It was reported that the patient had no control, and would gush urine when she voided. The patient tried to turn the device up one setting, but felt an electrical shock in the buttocks and leg. The patient was prescribed an antibiotic, macrobid, 100 mg twice daily for 10 days. It was further reported that the patient had burning with urination a week prior to the report. It was stated that the issues were not related to the device. It was later reported that the event resolved without sequelae. The patient had a history of recurrent urinary tract infections.

Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# v345213. Product type: lead. (B)(4).

Event description:
Additional information reported the patient¿s outcome as ¿ongoing¿ and ¿reprogrammed, still worsening.¿